Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 15-oct-2021, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was being withdrawn, the nose cone caught on the valve frame and dislodged the valve. The valve was snared into the ascending aorta and a second valve was successfully implanted. No additional adverse patient effects were reported.